Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button multiple presses were necessary for display to activate, and the customer's doctor and school nurse also felt the wake button was difficult to press. The customer's blood glucose level was in the 100-200 mg/dl range. The customer applied more pressure to the wake button to address the issue.